Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked case at display window corners, cracked lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
It was reported that there was a crack on he face of the insulin pump. The pt's blood glucose was 197 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.